Event description:
It was reported that the patient states that she had tenderness in the right hip since the surgery. She went to doctor for a cortisone shot in june for the pain. Cortisone helped with acute pain but not tenderness. Patient had MRI, blood tests and x-ray. Test showed no evidence of inflammation on the MRI. Blood test showed chromium/cobalt ion levels are elevated. Patient states that she is being monitored more closely and is being scheduled for a follow-up appointment in december 2012.

Manufacturer narrative:
A supplement report will be sumbitted upon completion of the investigation.